Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support, and four days after start of the support an echocardiogram was ordered to check position as the patient experienced frequent ventricular tachycardia (vt) runs. However, this was non-sustained. The electrophysiologist was consulted and noted the vt runs may be impella related. The device was repositioned and the following day it was noted there were no issues since repositioning. The patient continued on support and was eventually bridged to a left ventricular assist device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.